Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the product was defective. Fluid was leaking from the top of the drip chamber at the y-site. Patient impact was requested, but not provided.